Event description:
The customer observed false nonreactive architect hbsag qualitative ii results on one patient. The results provided were: initial hbsag=0.90 s/co (grayzone) (customer reference range for hbsag=0.9 to 1.0 s/co =grayzone) (per package insert of hbsag=< 1.00 s/co=nonreactive) /repeated=0.90 s/co and 0.90 s/co. The customer performed hbsag qualitative ii confirmatory testing per laboratory protocol for grayzone results. Hbsag qualitative ii confirmatory= c2=4.18 s/co (> or = 0.70 s/co); % neutralization=101.42% (> or =50%=confirmed positive) there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 02g22-25 that has a similar product distributed in the us, list number 4p53-25/35. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data, sensitivity testing for architect hbsag qualitative ii reagent, lot 38116fn00. Trending review determined no adverse trend for the issue for the product. The ticket search determined that there is normal complaint activity for the likely cause lot. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Historical performance of the architect hbsag qualitative ii assay was evaluated using worldwide data from abbottlink. The number of standard deviations to the cut-off and the median of the negative populations for the lots are within the established limits and within the historical range of all other reagents lot numbers. In-house testing was performed with a retained kit of lot, and all specifications were met, those results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the labeling addresses the customer¿s issue. Per product labeling, false nonreactive results may occur due to the presence of mutations. Per the product package insert, the hepatitis b virus is subject to a mutation rate 10 times higher than the mutation rate of other dna viruses. Some of these mutations may cause changes in the antigenic structure of hbsag, resulting in epitopes that are no longer recognized by anti-hbs. Hbsag mutants have been reported in a wide range of patient populations, including blood donors, vaccine recipients, renal dialysis patients, orthotopic liver transplant recipients, infants born to hbsag-positive mothers and patients undergoing nucleoside analog treatment for hbv. The architect hbsag qualitative ii assay is designed to have the ability to better detect (as reactive) the hbsag mutant thr-123-ala and to have the equivalent or better ability to detect (as reactive) other hbsag mutants when compared to the comparator assay, however the presence of some hbsag mutations may result in a less favorable outcome in some patients and false negative results in some hbsag assays. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the architect hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii reagent, lot 38116fn00. Updated section h6: adverse event problem: medical device problem code to a090803 from a090804.